Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient was admitted to hospital on (B)(6) 2024. Blood glucose level reported during the event was 800 mg/dl. Patient was given intravenous fluids to address high blood glucose. The infusion set was inserted in abdomen. Patient changed supplies as necessary and resumed insulin therapy. No further information available.